Event description:
It was reported that during a power outage at the acute care facility, a patient being treated on a maxxair ets mattress replacement system allegedly suffered a broken leg when his leg became trapped between the mattress and the side rail of the barimaxx ii bed frame. The zone of entrapment was not provided. Kci records indicate that the patient was placed on the product on (B) (6) 2010. The nurse manager stated that the femur was confirmed broken by x-ray and was managed by orthotic brace. It was reported that when the power loss occurred, the maxxair ets mrs alarmed to alert caregivers to the loss of power as designed.

Manufacturer narrative:
Although there was no product malfunction confirmed and the deflation of the bed was due to a power outage at the facility, this event is being reported as a kci product may have been a factor in a serious injury occurring as a result of the user error as the caregivers may not have positioned the patient properly prior to reinflating the mattress. Maxxair ets labeling cautions "patient migration - as with all specialty bed products that are designed to reduce shear and pressure on the patient's skin, the risk of gradual movement and/or sinking into hazardous positions of entrapment and/or inadvertent bed exit may be increased." The product was returned to the kci service center and tested per quality control procedures. The unit met specifications.